Event description:
Device returned to manufacturer for analysis with report of "pump failure". Follow up with hcp revealed the device was implanted at another health center in 2000. (Device not registered with manufacturer). Patient was referred to present hcp and related that patient had "nothing but trouble with their device system" since implant. Patient had 2 catheter problems - a kink and a broken catheter. Patient has a free floating fragment in the intrathecal space. Patient continued to have a significant spasm problem, pain and nausea causing a loss of 96 lbs until the device was shut off or not refilled in 2002. The nausea subsided when device was not administering medication. Patient has had a new pump placed and the dose titrated. Patient has good spasm control and has no nausea. States patient has "never felt better". Hcp does not know why patient was not successful with the first implant and had such a problem with nausea.